Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports a hole/crack in line where the catheter attaches to the hub portion approximately 2 hours after fluids/tubing were changed. The customer further reports the uvc was not difficult to handle during insertion and the uvc was removed on (B)(6) 2013.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.